Manufacturer narrative:
Product complaint # (B)(4). Batch # r5af46. Date device returned to manufacturer. Photo evaluation summary: upon visual inspection of three photos, the following was observed: the two photos show tissue in the hands of user. It can be seen the staples between the tissue and appears to be with proper form. The third photo shows tissue in the hands of user. However, the quality of the photo it is not possible determinate if the staples have the proper form. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation summary: the analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a right hemicolectomy procedure, the stapler failed to fire the complete distance. Staples at the distal end of "join" seemed not to have formed properly. They removed and "re-did" the anastomosis to successfully complete the procedure. Surgery was delayed by 15 minutes. There was no patient consequence.